Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the swivel locking teeth on the casters were worn. The technician replaced all of the casters to repair the stretcher.